Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to remove protective sheath was not confirmed due to the protective sheath not being returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of the 2.75x15 mm nc trek balloon catheter, the protective sheath was difficult to remove from the balloon. Force was used which resulted in the balloon entering the unsterile field and contaminated the device. The balloon was not used on the patient. A new same size nc trek balloon was able to be used for the procedure without issue. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.